Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) after lunch and a meal announcement. Bg reached 373 mg/dl, remained out of range for over 90 minutes, and later trended downward to 251 mg/dl. The ilet did not alert to the high bg. No symptoms, external assistance, or medical intervention occurred.